Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the unspecified coronary artery vessel, the xience pro x stent was deployed at 8 atmosphere when pressure decreased and distal end contrast from the balloon was noted; a balloon rupture occurred. Additionally, it was difficult to retract the stent delivery system into the guide catheter and a partial deformation of the stent implant occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was not returned. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day report, the following information was received: the stent was successfully deployed in the lesion using another unspecified balloon. There was no additional information provided.